Event description:
A 3.0mm diameter by 24mm length s670 stent delivery system was inserted to treat a 100% occluded lesion in the right coronary artery, in a pt experiencing an acute myocardial infarction. It was reported that there was visible tissue prolapse within the stent after deployment. The stent was post dilated and it was reported the appearance looked find after the balloon inflations. Subsequently, two bestents were successfully implanted in the artery. The pt was reported as being fine post procedure and there was no add'l clinical sequelae reported related to the event. No further info was available regarding this incident. The totally occluded ostial lesion may have contributed to the device performance.